Event description:
Caller reports that she had the ventralight mesh implanted. Later she began experiencing urine retention, pain and discomfort. She visited two renowned hospitals for a check-up. She was referred for ultrasound. Both times she came back with false negative reports because ultrasound cannot be done through mesh. One time her bladder had about 300cc of urine but the ultrasound reported her bladder was empty. Due to these false results she experienced two kidney failures. She blames this on the hospital staffs due to their lack of knowledge. Also she blames the manufacturer for not adequately labeling warnings or educating medical personnel about their product. She reports that her urologist said she is lucky to be alive. Only the urologist knew that ultrasound will not produce adequate results through mesh. The doctor, radiologist and nurses had no idea. She is pleading with the FDA to enforce better labeling of device warnings, education and side effects. Also the manufacturer should take responsibility of informing and educating health staffs about their products.

Event description:
Add'l info received from reporter on (B)(6) 2014: I learned from the ultra sound department at university of washington that mesh obscures the readings and any images. It appears to be "common knowledge" there. I also read in a publication regarding accuracy of u.s. That fat cannot be read through accurately also. These warnings were not included in the instructions, uses, etc. The company sends to medical personnel ie surgeons, nurses, technicians, etc. I called the mesh company several times informing of the need for such warnings as well as their future potential liability especially since it is common knowledge at the medical teaching university here in seattle. Please see to it that all are made aware because skagit valley hosp almost killed me due to lack of such warning info. Germ guards also need to be over the keyboards of every computer in pts rooms. Article from "scientific american, sept 2012 enclosed.